Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology needle would not retract after the insertion as the safety mechanism malfunctioned. The following information was provided by the initial reporter, translated from (B)(6): "when the catheter was inserted, the spring did not engage properly when the catheter was retracted. This prevented the catheter from being changed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology needle would not retract after the insertion as the safety mechanism malfunctioned. The following information was provided by the initial reporter, translated from french: "when the catheter was inserted, the spring did not engage properly when the catheter was retracted. This prevented the catheter from being changed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 14-oct-2022 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g x 1.16in. Insyte autoguard bc pro winged needle assembly from lot number 1322454. The needle was already retracted upon receipt. The unit was microscopically inspected for damage to the components or excess adhesive, all of which are known to cause retraction failure. No abnormalities were found. The unit was then un-retracted to attempt to replicate the reported event. The amount of dried blood inside the needle assembly, however, prevented the needle from being fully un-retracted. Therefore, the unit was first rinsed multiple times with water to remove some of the dried blood. The unit was then un-retracted and successfully retracted without issue. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. The returned unit provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch.